Event description:
It was reported that pt had to be revised due to loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)